Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated alert code 38 when the user attempted to announce a meal, after which the user disconnected and transitioned to secondary therapy; blood glucose reached 291 mg/dl for approximately 30 minutes while using a dexcom g7. Symptoms included hyperglycemia without additional clinical effects. Outcomes included temporary interruption of automated insulin delivery and use of back-up therapy, with no medical intervention or hospitalization. Investigation included review of device history from the ilet and user report, confirmation of alert occurrence, and coordination for replacement with return of the original device. Investigation of this device revealed an unresolved pump alarm/malfunction related to the pump system, and the device was replaced; data do not indicate patient injury. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.